Event description:
Following repositioning surgery due to permanent sciatic nerve damage in the right hip, the patient did not experience the same level of comfort. The patient no longer felt the device cycle on/off and it was noted that the device may be "defective". The patient was redirected to her physician. Further information was requested from her healthcare professional.

Manufacturer narrative:
(B) (4).